Event description:
The pump stopped for around 2-3 minutes when the lvad faults occurred. The patient fainted but regained consciousness the patient was stable post system controller exchange.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed the report of intermittent pump stoppages with elevated pump temperature, which is consistent with rotor instability. Review of the submitted log files found that lvad internal fault (due to high lvad temperature), low speed advisory, low flow, power cable disconnect, and low power hazard alarms were captured on (B)(6) 2023. The power cable disconnect and low power hazard alarms appeared to be a result of the pump's high current draw on the power source, and the controller ultimately underwent a reset, likely due to the voltage decreasing due to high current draw. The controller reset resolved the events, which appeared consistent with rotor instability. No additional notable alarms or rotor instability events were captured after the controller reset or after the controller exchange. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6), with no further reported issues at this time. The relevant sections of the device history records for (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate iii left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 ¿introduction¿ of this document lists adverse events that may be associated with the use of the heartmate 3 lvas, including other neurological events (not stroke-related). Section 7 "alarms and troubleshooting¿ of the IFU outlines all system alarms and how to resolve them. The heartmate iii lvas patient handbook is currently available. Section 5 "alarms and troubleshooting" includes a list of alarms and the proper actions associated with them. Section 8 "handling emergencies" lists examples of emergencies and what actions to take, including when the pump has stopped. The patient handbook instructs the user to call their hospital contact if the user thinks, for any reason, any portion of the equipment is not functioning as usual, is broken, or the user is uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed. Reporter address line 1: (B)(6).

Event description:
It was reported that the patient experienced persistent low flow alarms and palpitation at 02:14 on (B)(6) 2023. A log file history review revealed a pump fault with high power and no speed and flow. The patient regained consciousness. The event log file displayed multiple left ventricular assist device (lvad) internal fault, lvad off, low flow, and low speed hazard alarms with high power events due to a loss of levitation at the pump on (B)(6) 2023 at 04:03 - 04:09. The cause of the alarms was unknown. The pump returned with set parameters at approximately 04:10 where it appeared the batteries were replaced. There were no other unusual events for the remainder of the log file. A request was made to replace hsc-032480 with a new system controller with v1.7.0 software installed. The system controller was exchanged on 17feb2023 around 14:30. There were no more lvad fault alarms following the system controller exchange.